Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. The review of quality records showed that the batch was prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Based on the knowledge and information available to us, we cannot identify a product deficiency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical associated products : item#: 183033; vanguard cr ilok fem-lt 72.5; lot#: j3980213. Item#: 141224; biomet cc I-beam tray 75mm; lot#: j6028131. Item#: 183440; vngd cr tib brg 10x71/75; lot#: 029780. Item#: 00111214001; palacos r 1x40 single; lot#: 85214571. Item#: 184766; series a pat std 34 3 peg; lot#: 490480. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00168, 0001825034-2021-00169, 0001825034-2021-00170, 0001822565-2021-00218.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately 3.5 years ago. Subsequently, patient has experienced pain, difficulty walking, rom issues and was told by surgeon that x-rays show movement and the bone cement looks unusual. Patient has underwent two manipulations, dates are unknown at this time.